Event description:
Customer reported going to the emergency room for high blood glucose of 460 mg/dl. Customer stated the significant events prior to going to the emergency room she was experiencing headaches and weight loss. Customer was not in a car accident. Customer was diagnosed with mild diabetic ketoacidosis. Customer was wearing the device at the time of emergency room visit. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.